Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("severe and prolonged heavy bleeding/clotting") in a 29-year-old female patient who had essure (batch no. B71763) inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain ("severe abdominal pains"), abdominal pain lower ("cramping"), back pain ("lower back pain that radiates into her legs"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), alopecia ("hair thinning"), dermal cyst ("cysts on her body"), urinary tract infection ("urinary tract infections"), bacterial infection ("bacterial infections"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (salpingectomy to remove her essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, abdominal pain lower, back pain, abnormal weight gain, tooth disorder, alopecia, dermal cyst, urinary tract infection, bacterial infection, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, bacterial infection, dermal cyst, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain, tooth disorder and urinary tract infection to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-nov-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("severe and prolonged heavy bleeding/clotting") in a 29-year-old female patient who had essure (batch no. B71763) inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain ("severe abdominal pains"), abdominal pain lower ("cramping"), back pain ("lower back pain that radiates into her legs"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), alopecia ("hair thinning"), dermal cyst ("cysts on her body"), urinary tract infection ("urinary tract infections"), bacterial infection ("bacterial infections"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (salpingectomy to remove her essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, abdominal pain lower, back pain, abnormal weight gain, tooth disorder, alopecia, dermal cyst, bacterial infection, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, bacterial infection, dermal cyst, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain, tooth disorder and urinary tract infection to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants. Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs received, the only information updated was lot number, aka name and model number. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('severe and prolonged heavy bleeding/clotting') in a 29-year-old female patient who had essure (batch no. B71763) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test ". The patient's medical history included gravida I (first child was born with clubfoot), twin pregnancy and caesarean section (twins were delivered). In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("severe abdominal pains"), abdominal pain lower ("cramping"), back pain ("lower back pain that radiates into her legs"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), alopecia ("hair thinning"), dermal cyst ("cysts on her body"), urinary tract infection ("urinary tract infections"), bacterial infection ("bacterial infections"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin conditions type: unspecified"), skin disorder ("rashes or skin conditions type: unspecified"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), ovarian cyst ("ovarian cysts") and pain ("left side of body pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy to remove her essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, abdominal pain lower, back pain, abnormal weight gain, tooth disorder, alopecia, dermal cyst, urinary tract infection, bacterial infection, migraine, headache, vaginal haemorrhage, menorrhagia, female sexual dysfunction, hypersensitivity, mental disorder, rash, skin disorder, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased and pain had resolved and the ovarian cyst had not resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, bacterial infection, dermal cyst, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, ovarian cyst, pain, pelvic pain, rash, skin disorder, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants. Current weight 162lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received. Event plaintiff did not undergo essure confirmation test were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. B71763) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test ". The patient's medical history included gravida I (first child was born with clubfoot), twin pregnancy and caesarean section (twins were delivered). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("severe and prolonged heavy bleeding/clotting"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("severe abdominal pains"), abdominal pain lower ("cramping"), back pain ("lower back pain that radiates into her legs"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), alopecia ("hair thinning"), dermal cyst ("cysts on her body"), urinary tract infection ("urinary tract infections"), bacterial infection ("bacterial infections"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin conditions type: unspecified"), skin disorder ("rashes or skin conditions type: unspecified"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), ovarian cyst ("ovarian cysts"), pain ("left side of body pain") and abscess ("abscess") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy to remove her essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, abdominal pain lower, back pain, abnormal weight gain, tooth disorder, alopecia, dermal cyst, urinary tract infection, bacterial infection, migraine, headache, vaginal haemorrhage, menorrhagia, female sexual dysfunction, hypersensitivity, mental disorder, rash, skin disorder, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased and pain had resolved, the ovarian cyst had not resolved and the abscess outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, abscess, alopecia, back pain, bacterial infection, dermal cyst, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, ovarian cyst, pain, pelvic pain, rash, skin disorder, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants. Current weight 162lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: pfs received: new reporter information, insertion date and new event abscess was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("severe and prolonged heavy bleeding/clotting") in a 29-year-old female patient who had essure (batch no. B71763) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (first child was born with clubfoot), twin pregnancy and caesarean section (twins were delivered). In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("severe abdominal pains"), abdominal pain lower ("cramping"), back pain ("lower back pain that radiates into her legs"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), alopecia ("hair thinning"), dermal cyst ("cysts on her body"), urinary tract infection ("urinary tract infections"), bacterial infection ("bacterial infections"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin conditions type: unspecified"), skin disorder ("rashes or skin conditions type: unspecified"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), ovarian cyst ("ovarian cysts") and pain ("left side of body pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy to remove her essure implant). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, abdominal pain lower, back pain, abnormal weight gain, tooth disorder, alopecia, dermal cyst, urinary tract infection, bacterial infection, migraine, headache, vaginal haemorrhage, menorrhagia, female sexual dysfunction, hypersensitivity, mental disorder, rash, skin disorder, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased and pain had resolved and the ovarian cyst had not resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, bacterial infection, dermal cyst, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, ovarian cyst, pain, pelvic pain, rash, skin disorder, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants. Current weight 162lbs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: reporter information was added. Her demographic was updated. Her historical conditions were added. Essure removal date was updated. Per plaintiff fact sheet following events: abnormal bleeding (vaginal, menorrhagia); apareunia (inability to have sexual intercourse); allergic or hypersensitivity reaction; psychological or psychiatric problems; rashes or skin conditions type: unspecified; nausea; dysmenorrhea (cramping); vaginal discharge; fatigue; weight gain ,left side of body pain and ovarian cysts. She had recovered from all the events except ovarian cysts incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a 29-year-old female patient who had essure (batch no. B71763), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "plaintiff did not undergo essure confirmation test". The patient's medical history included: gravida I (first child was born with clubfoot), twin pregnancy and caesarean section (twins were delivered). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("severe and prolonged heavy bleeding/clotting"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("severe abdominal pains"), abdominal pain lower ("cramping"), back pain ("lower back pain that radiates into her legs"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), alopecia ("hair thinning"), dermal cyst ("cysts on her body"), urinary tract infection ("urinary tract infections"), bacterial infection ("bacterial infections"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin conditions, type: unspecified"), skin disorder ("rashes or skin conditions, type: unspecified"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), ovarian cyst ("ovarian cysts"), pain ("left side of body pain") and abscess ("abscess"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy to remove her essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, abdominal pain lower, back pain, abnormal weight gain, tooth disorder, alopecia, dermal cyst, urinary tract infection, bacterial infection, migraine, headache, vaginal haemorrhage, menorrhagia, female sexual dysfunction, hypersensitivity, mental disorder, rash, skin disorder, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased and pain had resolved. The ovarian cyst had not resolved. And the abscess outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, abscess, alopecia, back pain, bacterial infection, dermal cyst, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, ovarian cyst, pain, pelvic pain, rash, skin disorder, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants. Current weight 162 lbs. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("severe and prolonged heavy bleeding/clotting") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain ("severe abdominal pains"), abdominal pain lower ("cramping"), back pain ("lower back pain that radiates into her legs"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), alopecia ("hair thinning"), cyst ("cysts on her body"), urinary tract infection ("urinary tract infections"), bacterial infection ("bacterial infections"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (salpingectomy to remove her essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, abdominal pain lower, back pain, abnormal weight gain, tooth disorder, alopecia, cyst, bacterial infection, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, bacterial infection, cyst, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain, tooth disorder and urinary tract infection to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.